Event description:
The facility representative reported a low battery alarm during biomed testing. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.